Event description:
During routine testing of the device at the repair center, the user observed error message "f033." No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.